Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A pt was prepped and draped and had a mayfield skull clamp applied for an anterior cervical procedure. There was pressure exerted on the pt's head and the frame of the unit when the unit slipped. There was no injury or delay in the surgery.